Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, the customer was using pump supplies for 5 days, cartridges should be changed every 72 hours with mobi pump.